Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when tracking the pipeline past the neck and into the proximal region the device was lazy to open/failed to open at the distal end. It was noted that at one point the pipeline looked as if it may have been twisted. The device was then carefully re-captured and a delivery attempt was made. During this second attempt there was no twist, but the device was still lazy to open. As a result the device was recaptured and a new one was planned to be used. However, the physician was not able to track the micro-wire and micro-catheter across the neck of the an'z into the distal landing area again. After many attempts, it was decided to just coil the an'z and not implant the pipeline. The patient was undergoing a surgery for an unruptured aneurysm in the carotid artery (peri-opthalmic) with a severe vessel tortuosity. The aneurysm morphology was saccular with a max diameter of 16mm and a neck diameter of 5mm, and a landing zone artery distal size of 3.8mm and proximal size of 4.8mm. The pipeline was delivered into the distal landing zone without issue and opened easily/was fully opposed in the distal region. It was stated that the middle part of the device was positioned in a bend and that more than 50% failed to open. The device were prepared as indicated in the IFU and resheathed more than 2 times. Post-operatively it was confirmed that the aneurysm was coiled. There were no related patient symptoms.

Manufacturer narrative:
The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex were found fully opened with moderately frayed. No bend was found on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. It was noted that the distal and proximal ends of the pipeline flex braid were moderately frayed when fully open. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device were prepared/flushed as indicated in the IFU and resheathed more than 2 times. The cause of the pipeline failure to open was not determined, but it was noted that the cause of the inability to track the guidewire/microcatheter was due to a wide neck on a very large aneurysm occurring at 2 very acute turns in the anatomy.